Event description:
It was reported that vessel perforation and death occurred. The target lesion was a chronic total occlusion of the left anterior descending (lad) artery. A guide wire was advanced and dilation was performed with a balloon catheter. A 3.0x38mm promus premier¿ stent was successfully deployed in the mid portion of the lad. Then, a 3.0x16mm promus premier¿ stent was deployed in the proximal portion of the lad. Following deployment of the 3.0x16mm promus premier¿ stent a perforation was noted. An attempt to place a balloon pump and CPR was performed, however, the patient expired. The cause of death is unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).